Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. (B)(4).

Event description:
It was reported that an arteriotomy closure of the superficial femoral artery was attempted with a prostyle device after a percutaneous transluminal angioplasty interventional procedure using a 7f sheath. Reportedly, a cuff miss [suture retrieval issue] occurred. Another prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported cuff miss was confirmed as a link separation. A review of the manufacturing records no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The prostyle device was used in the superficial femoral artery. It should be noted that the electronic prostyle instructions for use states: do not use the perclose prostyle smcr system if the puncture site is located in the superficial femoral artery or the profunda femoris artery, or the bifurcation of these vessels, since such puncture sites may result in a pseudoaneurysm, intimal dissection, or an acute vessel closure (thrombosis of small artery lumen). It is unknown if the IFU deviation contributed to the reported difficulties. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy, link/ suture pulled until it breaks, or tensioning angle is not being coaxial due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.na